Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks on separate occasions. The patient presented to a hospital after each event and was reported to be asymptomatic at the time of the shocks. Review of device programming prior to the initial event indicated ventricular fibrillation (vf) therapy programmed at rates above 200 beats per minute with a lower ventricular tachycardia (vt) zone configured for monitoring only. Device data associated with the shock events demonstrated detected rates exceeding the programmed vf zone, resulting in delivery of therapy as programmed. Technical services (ts) review noted variability in stored electrogram morphology with correlation values below the nominal programmed threshold, as well as successful detection and therapy delivery according to current device settings. Programming changes were subsequently made, including updates to vf and vt therapy zones. Ts recommended further evaluation for potential future programming optimization. This ICD remains in service. No additional adverse patient effects were reported.